Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a social media complaint that reported a discrepancy reading issue with the adc device. It was reported that the customer¿s blood glucose ¿frequently dropped¿. A blood glucose of 45 mg/dl, which was obtained on an unspecified meter was reported and as a result, the customer experienced a loss of consciousness. The emergency service was called and the customer received unspecified medical treatment from both non-hpc and a healthcare professional. No further information was reported as the reporter did not provide further details on their social media post. There is no report of death or permanent injury associated with this event.